Event description:
It was reported that during follow-up, externalized conductors were observed via fluoroscopic imaging. No electrical anomalies were detected. Device remains implanted. Patient is scheduled for follow-up in three months. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.